Event description:
It was reported the pump did not recognize the cartridge during the load step. There was no adverse event associated with this issue.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the pump black box and download history showed no alarm. The pump performed a rewind, load, and prime without any issues. The force sensor calibration was tested and found to be within specifications. The pump was opened and no issues were found to the force sensor.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.